Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the mr system or coil used that contributed to the incident. It is concluded that the injuries on both calves were caused by skin-to-skin contact. No padding was used to avoid direct contact. As contributing factor was observed: 8 scans on high sar. (B)(4).

Event description:
Philips received a report from a customer that a patient sustained a 3rd degree heating incident on the calves. The patient had just before undergone a thigh examination with the xl torso coil.